Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 244mg/dl. The caller stated that the insulin pump alarmed during the manual prime process, and the drive support cap was protruded. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.